Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported an infusion of d5w 1000 ml intended to run at 150 ml/hr was initiated at 2:49 pm and instead completed at approximately 5:00 pm. There was no patient harm.

Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed in the pcu event log. The pcu event log shows the vtbi of the basic infusion running at 150ml/hr was changed to 1000ml at 2:47 pm on (B)(6) 2016. The infusion ran until 4:51 pm when the device alarmed for air in line and the device was turned off. The infusion was restored and ran for an additional 3 seconds at 4:56 pm. The user then cleared the volume infused and removed the device from the system. The volume recorded as being infused during this period was 311.763ml. The starting volume of the fluid container cannot be determined through device logs. Functional testing found the pump module to be delivering fluid within specification. The root cause of the reported overinfusion was not identified. The primary set in use was not returned for evaluation.